Event description:
Event description cpi received information that this selute picotip lead was removed from service post implant due to poor threshold measurements and dislodgement. It was replaced with an active fixation lead.